Manufacturer narrative:
It was noted during failure analysis that upon disassembly it was determined that blade whip likely caused the reported event due to a drive link failure. Additionally, non-manufacturer parts and repairs were found on the e-box and other components.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
The system 6 sagittal saw was sent for evaluation due to breaking blades. This wa noticed after the saw was used when they went to remove the blade. It was confirmed that no pieces of broken blade came in contact with the surgical field. The patient was not affected, there were no adverse consequences associated with the device.

Event description:
The sysem 6 sagittal saw was sent for evaluation due to breaking blades. This was noticed after the saw was used when they went to remove the blade. It was confirmed that no pieces of broken blade came in contact with the surgical field. The patient was not affected, there were no adverse consequences asociated with the device.